Event description:
The customer's doctor reported that the customer was hospitalized, due to hyperglycemia. The reported blood glucose reading was 560 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.